Manufacturer narrative:
Failure analysis on the returned blower shows that no fault was found with the blower assembly. Failure analysis of the returned gas delivery system (gds) shows that the customer complaint was verified. The root cause was the failure of the airflow sensor, caused by u1 drifting out of calibration. Symptoms identified by the customer were caused by the failure of the airflow sensor.

Event description:
The customer reported that while the device was being used it said that o2 unavailable and it would not operate. The customer reported that the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and requested for service repair. The authorized service personnel (asp) evaluated the device and could not duplicate the reported issue. The (asp) replaced the gas delivery system (gds) and blower assembly as a precautionary measure. The (asp) performed full performance verification test and the unit passed all testing. Based on information provided and/or service performed, the customer's alleged malfunction was not confirmed, or failed to meet specifications.